Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/18/2015. The fse replaced the diluter card 2 to resolve the reported error messages. The fse also observed backwash error messages, which were a sign that pinch valves vl107a and vl107b were not working in sync. The fse replaced the actuators for both valves to resolve the errors. (B)(4).

Event description:
The customer reported receiving diluter 2 card failure error messages on a coulter lh 780 hematology analyzer. Restarting the instrument failed to clear the error, and the customer requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.